Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, a conclusive cause for the reported difficulty could not be determined. It may be possible that the rupture occurred due to interaction with lesion or associated devices during use; however, without having the device to examine, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion with mild calcification, mild tortuosity, and 70% stenosis in the posterior tibial artery (pta). The patient had a pre-existing shunt in the pta. An 8 x 40 mm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion; however, the balloon ruptured during first inflation at 14 atmospheres. The bdc was removed, and a new unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.